Event description:
Ever since mask mandates I've gotten acne outbreaks and also unquantifiable psychological distress. Masks are verifiably useless to stop the spread of covid-19 so kindly stop the madness and revoke the eua and make masks optional. Various companies. FDA safety report ID#: (B)(4).